Event description:
It was reported that during a gyn procedure, after the first firing, the device locked close and would not open. It is unknown if the device was stuck on tissue. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Trigger broken the analysis results of the (B)(4) found that it was received with the jaws in the closed position and with clips present. The trigger was manually assisted in order to open the jaws; however, it got broken. The device was disassembled to evaluate the internal components. Upon disassembling of the device, a lack of lubrication on the handle-feeder plate interaction area was found; leading the found jamming of the firing mechanism. It could not be determined what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A nurse contacted global technical services (gts) regarding assistance with therapy. The nurse stated that the doctor wanted her to change the solution strength. The nurse disconnected and switched the heater bag with the supply bag. Gts explained that if the nurse disconnected any bags, the supplies were compromised and the nurse would need to start the therapy over with new supplies. The nurse stated, the doctor had been changing the concentrations and wanted the patient to have continuous therapy. Product surveillance contacted the patient's nurse. According to the nurse, the patient has been fine and was seen in clinic recently. No patient injury or medical intervention associated with this event was reported.